Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the healthcare provider overdosed the patient at their last pump refill almost two years ago. It was noted the patient "almost died" and no longer sees that hcp. It was noted the symptoms were sudden.